Manufacturer narrative:
The investigation for the thrombus and high purge pressure has been completed. Clinical details states that a "purge pressure high" alarm was noted on the last day of support. They did not note any purge line kinks, and they did not add tissue plasminogen activator (tpa) to the purge. Logs were not returned so high purge pressure and low flow could not be verified. The pump was returned and evaluated. There was no biomaterial in the purge gap, but there was a thrombus found on the outside of the catheter near the motor housing. A catheter kink was found at the 45 cm mark. No impeller damage or cannula kinks were found. High purge pressure did not reproduce in the lab. Low pump flow did not reproduce in the lab. The root cause of the high purge pressure was not determined since no logs were returned, insufficient clinical evidence was provided, and it could not be reproduced. The root cause of the low pump flow was not determined since no logs were returned and insufficient clinical evidence was provided.

Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. Approximately 22 days after support started, the impella 5.5 displayed a "purge pressure high" alarm. Replacing the purge solution did not bring any improvement. In addition, the pumping performance of the impella 5.5 decreased. Thrombi were discovered in the pump, and the impella 5.5 pump was explanted. Further information noted survival outcome at explanted indicated the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿